Manufacturer narrative:
Investigation pending.

Event description:
The patient reported the following unexpected lot inratio inr results: (B)(6) 2017: inratio inr result=1.4, (B)(6) 2017: inratio inr result=1.2, (B)(6) 2017: inratio inr result=1.5. The patient's therapeutic range is 2.0-3.0. No confirmation testing was performed. The patient reported not setting the strip code in the inratio meter and applying multiple drops of sample to test strip.

Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Therefore, in-house testing was performed with retained strips of lot 393628a. In-house testing on retained strips of lot 393628a meets accuracy criteria. The customer's complaint was not replicated and no product deficiencies were observed. The manufacturing records for lot 393628a were reviewed and the lot met release specifications. It was reported that the patient had high levels of inflammation. This condition may impact the performance of the assay. Additionally, the customer utilized expired strips during testing and did not program the strip code into the meter prior to testing. These may have contributed to the unexpected results. Based on the information available, there is no indication of a product deficiency and no corrective action is required.